Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator implanted: 2007 (B)(6); 4003m implantable pacing lead implanted: 1990 (B)(6); 8637 neuro pump implanted 2012 (B)(6); 8731sc catheter implanted 2012 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.